Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number h10i10065 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis with culture positive for (B)(6) negative in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on (B)(6) 2011, the patient experienced peritonitis. Upon a follow up call, the nurse stated that on (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was unknown. Treatment information was not reported. Dianeal therapies were ongoing. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering from the peritonitis. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.